Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
The aci representative reported that a patient underwent a procedure on an unknown date. Following the procedure, the deployer selected a mynxgrip (6f/7f) vascular closure device to close the access site. A hematoma was noted which was described to be "significantly" larger than 5 cm in size. The patient required between 10-15 minutes of manual compression. No further information is available at this time.